Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: a review of the pump¿s black box data revealed unusual power interruptions. The battery compartment was cracked. The returned battery cap had stripped threads, and was unable to secure onto the pump. The power interruptions were duplicated with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with the test cap with no power interruptions or duplicated alarms. The pump was opened and no damage or additional moisture was observed on the internal components of the pump.